Event description:
It was reported that the asymptomatic patient presented in clinic. It was discovered that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing due to incorrect interpretation of signals. Programming changes were made. Patient was stable.